Event description:
This lead became dislodged when the pt moved in a non-complaint fashion. Three days post implant this lead was replaced. The physician had no complaints with the functionality of this lead. Should additional info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. Furthermore the visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.